Event description:
Customer stated that they experienced carry-over. First sample positive for anti-d and anti-c was 4+ in cell 1 and 2 of the biotestcell 3. Sample run immediately afterwards in the batch was 3+ in cell 1 and 2+ in cell 2. The second sample's panel was negative and when run independently on the tango for anti-body screen is correctly negative. Antibody screening was reproduced using the provided sample on tango optimo s/n (B)(4). The antibody containing sample was chosen to be the first one in order, followed by four known negative donor samples. In this approach all steps of the process were conducted automatically by tango optimo w/o any manual intervention. The original, antibody-containing sample resulted in a strong positive (4+) reaction regarding p1 and p2 cells. P3 reacted clearly negative. The first following known negative sample resulted in a positive (2+) reaction only with p1 cells. All other known negative samples reacted negative with all of the testcells. The correct function of the affected reagents were proved by testing the retention samples of qc lab on tango. All positive and negative reactions were correct. We did not observe any false positive reactions of the affected reagents themselves.